Event description:
The lay user/patient's relative contacted lifescan alleging the meter screen looks like it is bleeding blue and green. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report shift down of total t4 (tt4) patient and qc results on unicel dxi 800 access immunoassay analyzer when calibrator lots 917074 and 008534 were used. The erroneous results were reported out of the laboratory. Qc and patient results recovered within the expected ranges after the customer calibrated total t4 with a new calibrator lot. The customer did not report effect to patient or user attributed or connected to this event.